Event description:
It was reported that undersensing and possible non-capture were observed on the right ventricular (rv) lead. It was further reported that the ventricular impedance and capture thresholds were increasing. The lead remains in use and is being monitored by the clinic. No patient complications have been reported as a result of this event.